Event description:
It was reported that the ventilator was failing the pressure transducer test during the pre-use check. Logs show that the fault may lead to high pressure. There was no pt involvement. (B)(4).

Manufacturer narrative:
Exchanged parts has been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).

Manufacturer narrative:
The reported complaint regarding the pressure transducer test failure during the pre-use check has been finalized. The returned nozzle units were tested in a reference ventilator. The failure could not be reproduced during our lab tests. However, the reported pressure transducer test failure during pre-use checks were confirmed from the received device logs. The measured pressures during this test were too high, which indicates a sticky membrane in the nozzle unit. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed to it and thus causing a delay upon release. The failure will be noticed during pre-use checks, or during ventilation by the generated pressure alarms. The reported unit worked according to spec after the exchanged of the nozzle units.